Event description:
There are no drain holes in the bottom of an instrument tray used during autoclaving. Therefore, the water (moisture) may not be removed from the instruments, and a wet instrument is not considered a sterile instrument.

Manufacturer narrative:
The user facility is foreign; therefore, a facility medwatch report will not be available.